Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. Failure analysis found the mega suturecut needle driver instrument to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure the mega suture cut needle driver instrument had broken wire. Instrument was in pts abdomen when the surgeon started to use it and the wire broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.